Event description:
A surgeon reported that air did not come out properly when switched to air substitution because the air pressure didn't reach to this set point. Likewise, pressure didn't rise when switched back to irrigation again. The irrigation tube was replaced with another one, but priming failed. The cassette was replaced and the surgery resumed, however, the incident occurred again. No harm to the pt was reported. Add'l info has been requested, but is not available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample is expected, but has not yet been received for eval. (B)(4).